Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii with a rupture". Clarification to partial date of occurrence: april 2025 was provided. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture baker grade iii".

Event description:
Healthcare professional reported "capsular contracture baker grade iii with a rupture found during explant surgery". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, an openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii with a rupture found during explant surgery". This record is for the right side. Device was explanted.